Event description:
It was reported that during a laparoscopic splenectomy procedure, the device was fired on the splenic artery and all four firing strokes were completed handle to handle with a white cartridge. The device would not open. An ets45 was opened and fired below to remove the device. The procedure was delayed by 25 minutes. A small amount of bleeding was noted. There was no blood transfusion required. The procedure was completed with the ets45 device. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60w cartridge loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.